Event description:
Pt status post coronary artery bypass graft today during surgery following cardiopulmonary bypass, was hemodynamically (unstable & iabp inserted (approx 12:30pm). Approx two hrs later the catheter noted to be ruptured and catheter removal was necessary (3:30 pm). Pt continued to be in critical condition.